Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system inappropriately triggered a signal artifact monitoring (sam) episode, as a result of the patient not having a right atrial (ra) lead (an atrial port plug), the device feature was unable to checked the ra sensor vector due to high oor pli measurement (due to the port plug and sensor not being turned off), leading into switching the vector to right ventricular (rv) sensor. Technical services (ts) indicated that it has been turned off both the sensing and the impedance measurements of the atrial channel, so these artifacts should no longer be oversensed. This crt-d remains in service. No adverse patient effects were reported.